Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information: patient information was unavailable from the site. Device evaluated by MFR: no devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that after the surgeon took a 3d spin, the perc pin was navigated to confirm accuracy as this was a minimally invasive surgery (mis) case. The surgeon made an incision to place the k-wire on the right l3, but used the tap on l3 before the k-wire. The surgeon stated that he felt inaccurate, but continued placing the k-wire. Another imaging system was used to take an image to confirm accuracy of the navigation system. The surgeon then proceeded to tap the left l3 but did not place any screws on the left side. The surgeon took a confirmation spin, which showed screws more lateral than they should be. The surgeon tried to adjust the screws, but the tracks would not allow it. The surgeon aborted the use of navigation and the case altogether. There was a less than 1-hour delay to the procedure.